Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6a, h6.

Event description:
Later patient reported "capsular contracture", "slightly more rounded", "rare and small scattered cystic", "smooth capsular enhancement", "pain", "despair", "panicked", "fear of life" and "traumatized". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and "pain". This record is for the right side. Device remains implanted. It is unknown if device will be returned.